Event description:
It was reported that during a lap cholecystectomy procedure, the clips formed in an oval shape; only the distal tip closed. The surgeon removed the two clips and used another device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 01/07/2008. Info anticipated, but unavailable at this time.